Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise and oversensing that resulted to stored events. Lead diagnostics were stable except for a rise in shock impedance measurement. The sli measurements were never out-of-range (oor). On review, there were two episodes that showed greater than two seconds of asystole. Noise was not reproducible with isometrics. Boston scientific technical services (ts) suggested other troubleshooting options. Noise due to diaphragmatic stimulation was suspected and the rv sensitivity was adjusted. The field representative stated they did a stat shock at the same time as the physician did an external shock; hence, a fault code (high voltage on leads during charge) was detected. Likewise, defibrillation threshold (dft) test was performed. Ts discussed fault code as a safety feature. The field representative confirmed that the patient was fine after the tests. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The device was later explanted due to normal battery depletion. No adverse patient effects were reported.